Manufacturer narrative:
Device labeling: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Health professional reported a case of alcl. Approx (B)(6) 2013, the pt complained of a left side deflation. Once examined, it was noted that it was the right breast that was enlarging. In reviewing a mammogram performed in (B)(6) 2013, fluid was seen behind the capsule. The pt was sent for an MRI, which showed an uptake in the capsule. The pt was admitted for elevated white count and abdominal pain. The CT of the abdomen was negative as well as the cxr. The diagnosis at the time of admission was right breast mass. Aspiration was performed; results were <5% atypical cells. The pathologist performed a flowcytometry. The diagnosis of alcl was made with the capsule alk-. The results were sent to the nih to confirm the diagnosis. A pet scan was performed, revealing once lymph node which was positive. The surgeon feels that this was due to the dye from the MRI and he will have the pt undergo another in a few weeks. The pt has seen an oncologist. The radiation oncologist is discussing possible treatment with radiation. The surgeon states he feels this is unnecessary. Add'l info will be sent if/when it becomes available.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).